Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 612 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, malaise, dizziness, vomiting and cognitive changes. The patient was treated with insulin and short acting insulin. The patient was released after 8 hours. According to the patient, his pod and sensor were not communicating. Product support advised the patient on keeping the pod and sensor within line of sight.